Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02649, related manufacturer reference number: 1627487-2020-22514, related manufacturer reference number: 1627487-2020-22515. It was reported the during a lead replacement procedure (related manufacturer reference numbers: 3006705815-2020-02173 & 3006705815-2020-02174), it was discovered that one lead and one anchor were found to be broken. As a result, the lead and anchor were explanted and replaced on (B)(6) 2020. Issue resolved. It is unknown which lead and anchor were broken; therefore both will be reported.

Manufacturer narrative:
The reported event for lead breakage was not confirmed. As received, the octrode lead passed electrical testing. No root cause was identified for the reported issue. Correction h6 - method code should be 10 instead of 4114, results code should be 213 instead of 3221. The conclusion code should be 67 instead of 4315.